Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9077808. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Visual inspection of the returned device determined that the root cause for this event is a non-conformance in the raw material used to construct the sleeve stopper that was not correctly identified by our inspection teams during receipt of the material.

Event description:
It was reported that black foreign matter was found in the bd intima-ii¿ closed IV catheter system prn before use after opening up the packaging. The following information was provided by the initial reporter, translated from chinese to english: "noticed black foreign matter in the prn after unwrapped the package".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd intima-ii¿ closed IV catheter system prn before use after opening up the packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "noticed black foreign matter in the prn after unwrapped the package."